Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot ctmcjh, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected, no defect was noted. The valve was tested for programming, leak and reflux. The valve was flushed and failed. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the shunt dysfunction issues is due to biological debris and protein build up interfering with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted due to unknown reason on unknown date with an unknown pressure setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). Due to pressure setting could not be changed, the valve was removed. The patient is on follow-up. Based on information provided, it is unknown if the patient experienced any signs or symptoms due to obstruction. It is also unknown what was the desired setting.